Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During the procedure, the physician was unable to deliver pulse with repetitive 301 error prompted on farastar console. Fluoroscopy showed that the splines were well distributed without any bunching. The catheter was retracted and re-deployed, issue persisted with error 301. The cable was exchanged but the issue persisted. The procedure was canceled. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During the procedure, the physician was unable to deliver pulse with repetitive 301 error prompted on farastar console. Fluoroscopy showed that the splines were well distributed without any bunching. The catheter was retracted and re-deployed, issue persisted with error 301. The cable was exchanged but the issue persisted. The procedure was canceled. This event is being reported for aborted/cancelled procedure with a patient under sedation.